Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.

Manufacturer narrative:
(B)(4) the device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the unexpected level of pain reported though no intervention was required. If additional information is received a follow-up report will be submitted.

Event description:
At a one month follow-up visit following a superdimenson procedure the patient reported that his pain level was a 7/10 immediately following the procedure. The patient did not contact the physician to notify of the pain level prior to this visit or required no intervention. If additional information pertinent to the incident is obtained a follow-up report will be submitted.